Event description:
It was reported that two (2) one-link standard bore catheter extension sets leaked from the luer lock. The issue was further described as, upon flushing the set, a leak was noted from luer lock at the intravenous (IV) catheter hub with blood backing up into extension set and seepage of blood under the tegaderm transparent dressing. The set was replaced, however resulted in same results. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event occurred in march 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6 (update codes), h11. H11: the actual devices were not available; however, seventy-seven (77) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure and clear passage testing was performed at the female luer connectors with no issues noted. Dimensional and leak testing was performed on the male luer connectors with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.